Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right side rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified it to be underweight, a curved opening, crease folds and wear/abrasion. A visual and microscopic analysis was performed which identified a sharp opening on the radius and stress marks. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on the radius assessed as a surgical impact opening. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "right side rupture". Device has been explanted.